Event description:
Device malfunction: premature deployment, out of anatomy. Symptoms/ae: none. Time of event: after unpacking and before use. Outcome: no pt involvement. It was reported that after unpacking, it was noticed that the outer sheath of the system was already pulled back, so that the distal end of the stent was already deployed. There was no pt consequence. No add'l info available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis of the returned unit revealed that the rx acculink catheter was returned with blood visible on the handle. There was no visible contrast. The stylet was not returned. The stent was partially deployed 7.0 mm. There was no damage noted to the catheter. The handle was in the locked position. The handle slider was in the distal position. Quality engineering has reviewed the incident info and investigated the returned device. The catheter was returned with blood visible on the handle, no contrast, and the handle was intact. The stylet was not returned and the stent was partially deployed. No other significant damage was noticed on the catheter. During mfg, catheters are 100% inspected for anomalies before being packaged. Quality engineering suggests that the event may be related to operational context in which the device was utilized. Quality engineering was unable to determine a conclusive root cause; however, it does not appear to be related to a product quality issue. This MDR is considered closed by the qa dept.